Event description:
It was reported that disposable sensors do not work with rad-8 device. It was reported that customer has attempted using different patient cables. Customer reported "if a reusable is connected sometimes it works, sometimes it doesn't. If you connect an adhesive sensor, it doesn't recognize it at all. You don't get a reading". No patient information is available.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.